Event description:
On april 26, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate's (cca) documentation. The pt reported that on the morning of (B) (6), 2010, she obtained an alleged high blood glucose result of "215 mg/dl" with the subject meter. The pt stated she manages her diabetes with insulin (self adjuster). The pt claimed she administered an increased dose of novolin r insulin (18 units) based on the alleged meter result. One hour after obtaining the alleged high reading, the pt stated she felt shaky and disoriented. The pt reportedly treated self with glucose tables/get in response to the symptoms. At the time of troubleshooting, the cca noted that the pt did not have control solution to test the reported products. Replacement items were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.